Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed their implantable cardioverter defibrillator (ICD) was in backup mode. No changes or intervention was reported. The patient condition was stable.